Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during catheterization, air entrainment occurred while removing the guidewire and the dilator core from the peel-away sheath. Valve malfunctioned and failed to block air. This caused the patient's oxygen saturation to drop sharply. This was resolved after resuscitation. The operating physician determined that the incident was caused by valve malfunction of our peel-away sheath. The catheter was subsequently successfully inserted into the patient, who is currently in stable condition. The patient is reported as fine."